Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the basket of a ncircle tipless stone extractor was deformed "from a 4-wire to a 3-wire" during a transurethral stone extraction. The use of the device was discontinued, and the procedure was completed with a new same device from an unknown lot. The device was inspected and tested prior to use in an uncoiled position and was noted to be without damage and to function normally. No laser was used during use of the basket. Tortuous patient anatomy was denied. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No portion of the device was left inside the patient's body. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in its plastic tray with the outer pouch opened. The fittings were tight. The plastic sheath coating at the distal end of the sheath appeared to be damaged. The handle would actuate the basket. Two of the basket wires were intertwined, preventing the basket from having the proper shape. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no confirmed related non conformances. A review of complaint history records shows no other related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue., the returned device was found to have a deformed basket. The provided information states the user inspected and test functioned the device before use. It is possible that procedural factors encountered during use caused the deformed basket. No information related to procedural factors is known, and the cause of the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ncircle tipless stone extractor was deformed "from a 4-wire to a 3-wire" during a transurethral stone extraction. The use of the device was discontinued, and the procedure was completed with a new same device from an unknown lot. The device was inspected and tested prior to use in an uncoiled position and was noted to be without damage and to function normally. No laser was used during use of the basket. Tortuous patient anatomy was denied. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No portion of the device was left inside the patient's body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): postal code: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.